Event description:
Reston foam padding was applied to a pt following liposuction. A girdle was applied over the reston. The foam and girdle were worn for approximately one week. The area was reportedly exposed to feces and urine which was confirmed by cultures according to the dr's office. The dr's office reported that the pt did not take care of the incisions and the incision above the pubic area became infected. When the foam was removed the pt's skin peeled off. Pt was hospitalized in ICU for approximately 1 week with an infection. Wound was debrided due to the infection. Pt recovered, but has a scar from the surgery/skin removal.